Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ineffective stimulation. It was determined that the patient twiddled both of the ipgs resulting in left extension fractured and right extension was twisted. As result, surgical intervention was undertaken on (B)(6) 2025 wherein both ipgs and both extensions were explanted and replaced to address the issue.